Event description:
During intermedullary rodding of right humerus fracture, tip of tube became incarcerated in the bone distally and upon removal of the exchange tube the distal tip remained in the distal humerus. It was not feasible to extract tip.